Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the lvad devices and the reported events could not be conclusively determined through this evaluation. The reported information was obtained through a literature review. See attached article for further details regarding the referenced study. The device history records could not be reviewed as the lvad device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. This IFU lists stroke, device thrombus, peripheral thromboembolic events, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values, as well as suggested anticoagulation modifications. The section entitled ¿introduction¿ instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No specific patient or device information can be provided. Device was implanted at the time of the event. The date of the event is approximate as the data was collected between nov2014 and dec2019. Author of the article was listed as: a malehy, et al. Interactive cardiovascular and thoracic surgery 2021 oct 18. Doi: 10.1093/icvts/ivab285; department of surgery, division of cardiothoracic and vascular surgery, columbia university medical center, new york. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the research article "role of left atrial appendage occlusion in patients with heartmate 3" that the heartmate3 (hm3) may be related to device thrombosis and stroke. The study evaluated 182 hm3 patients who were implanted between nov2014 and dec2019. Patients were classified by whether they received a left atrial appendage occlusion (laao) or not. From the total of 182, 99 patients received laao. There were 14 thromboembolic events (tes), including 13 strokes and one pump thrombosis. No significant difference in the incidence of tes in each group was found (p=0.35). There were no disabling strokes in those who received laao; six of the strokes occurred with patients who did not received laao (p=0.008).